Manufacturer narrative:
The immucor laboratory tested retention product on 23jun2017, which performed as expected. The immucor laboratory also tested returned blood sample on 23jun2017, received from the customer site, which resulted as unexpected negative, which reproduced the customer's on-site observations. Immucor technical support used a remote electronic connection method on 10jun2017 to assess the instrument test well in question, which appeared visually positive.

Event description:
On (B)(6) 2017, an immucor employee present at a customer site reported an unexpectedly negative set of antibody tests when tested on two (2) galileo echo instruments, when tested on (B)(6) 2017.